Event description:
Lidocaine drip hung at 0825 on 7/25/94 premixed bag (500d5w=2 gms lidocaine) at 30 cc/hr - 2 mg/min as ordered. At 1600 500 cc bag noted to have less than 50 cc left in bag. Total volume infused per pump noted to be 224; with volume to be infused at 256. Lidocaine level 15.7 (almost 3 times normal). It has not conclusively determined whether this malfunction directly caused this pt's death.